Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h.6 component code, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, additional information added to h.10. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided by the sit and the following: post-dilation was performed in the deployed valve. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There are extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, as well as testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The valve leaflet motion restriction was confirmed based on procedural video provided by the site. The valve central regurgitation was unable to confirmed due to unavailability of medical records and/or applicable procedural imagery. An existing technical summary written by edwards lifesciences has documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In this case, a post-dilation was performed to remediate the paravalvular leak. This event may cause damage to the leaflet, inhibiting the leaflet from proper coaptation, and subsequently resulting in leaflet motion restriction in patient and central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported from taiwan by an edwards lifesciences affiliate, a 26mm sapien 3 valve was implanted in the aortic annulus using a commander delivery system balloon inflated with 21ml (-2cc from nominal). A post-dilation was done using the same delivery system due to mild-to-moderate paravalvular leak (pvl). After post-dilation of the valve, tee revealed one of the sapien 3 valve leaflets could not close, resulting in aortic regurgitation. A second valve was implanted, and the patient was stable post-procedure. Central regurgitation and pvl had resolved.